Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient had a catheter revision due to cut catheter. Patient later experienced excess fluid leaking from the incision cite and severe pain. The patent was admitted in the hospital and the pump was subsequently explanted.

Manufacturer narrative:
(B)(4). An analysis of the pump concluded that the pump operated per specification with no issues observed. Additionally, an analysis of the catheter confirmed that the catheter was patent.